Manufacturer narrative:
E: initial reporter address (B)(6).

Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. During the procedure, flushing was performed three times; however, images were not visualized at the significant lesion areas due to air ingress, resulting in continuous image defects. The procedure was completed with another of same device. No patient complications were reported.